Event description:
This is a spontaneous report as received by valeant. Case description: this spontaneous report refers to a female patient with an unknown condition. On an unknown date, the patient started therapy with restylane, for an unknown indication. On an unknown date, the patient experienced paralysis in lips, left side of mouth. The outcome of the event was unknown. No additional information was available. For reference purpose only, the following tracking number has been assigned: (B)(4).